Event description:
The complaint involves a +20.0 d toric non-preloaded intraocular lens (iol) that was implanted during cataract surgery. Following the procedure, the patient reported persistent visual disturbances, including glare, halos, and blurred vision, which were documented during postoperative evaluations. Due to the ongoing symptoms, an iol exchange procedure was subsequently performed, and the implanted toric iol was replaced with a monofocal iol from a different manufacturer. No additional patient, device, procedural, or outcome information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided section e1: reporter: address: telephone number: unknown/ not provided section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.